Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. Reportedly, there was something stuck inside the usb port. The customer¿s blood glucose level was 463 mg/dl. The customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.